Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products:saline mentor siltex round spectrum 425cc, catalog number 3542470m, serial number (B)(4).(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a saline mentor siltex round spectrum 425cc breast implant and experienced deflation on the right side. As a result, the patient will undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2018.